Event description:
I brought a device with application number: (B)(4) which is from dr. (B)(6). When I test the device it shows inaccurate values. I guess the device is defective, kindly take necessary actions. FDA safety report ID# (B)(4).